Event description:
Patient's vns was checked and showed a warning of high impedance. A chest x-ray showed apparent discontinuity at the base of the neck. The device was turned off and patient underwent generator and lead revision. The explanted lead has not been received to date.

Event description:
The generator and lead were received. Analysis of the lead is underway but has not been completed to date. Analysis of the generator has been completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The lead assembly was returned for analysis. Abraded opening s were noted on the outer and the inner silicone tubing of the lead coils. The reported ¿fracture of lead(s)" allegations were verified. Scanning electron microscopy images of the positive coil show that pitting or electro¿etching conditions have occurred at broken end. Also, scanning electron microscopy images of the positive coil; show that a stress-induced fracture (fatigue) has occurred in at least two strands of the quadfilar coil. A secondary stress-fissure was noted on one strand of the quadfilar coil. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.